Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacture reference number: (B)(4). It was reported that patient presented during clinical follow-up. The patient was admitted to system extraction as he was symptomatic of infection believed to be secondary of generator change. During procedure, it was noted that the patient's pressure decreased when the right ventricular lead was extracted. Cardiac perforation was evident and an (B)(6) was completed. The pacing system was explanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.